Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed to change her infusion set and when she checked her blood glucose it was at 569 mg/dl. The customer removed the site and there was a "pump bump" at the site. The customer then attempted to rewind the pump but could not due to an unresponsive up arrow; she could not scroll to the reservoir set-up because of the keypad anomaly. The customer eventually found a way to navigate the menu and she successfully rewound the pump. The customer changed her site and bolused for her blood glucose. The pump was also able to be navigated normally. The customer was advised to monitor the pump and call back if assistance was needed. No products were shipped or returned, and no troubleshooting for the hyperglycemia occurred since the customer knew the reason why the high blood glucose happened.